Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 3.5-10/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at near 10 atmospheres, the balloon ruptured. Another symmetry device was used to pre-dilate the lesion and the procedure was completed. No patient complications were reported.